Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system is not powering on due to the power conversion enclosure failure from leaving the system unplugged from power source for 5 days. The representative replaced the power conversion enclosure and replaced the battery trays 1 through 8. The firmware was also updated. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that in preparing for a case. The imaging system shows a blinking red battery indicator and will not boot up properly. It was noted that the system was left unplugged since the 21st. There was no patient present when this issue was identified.

Manufacturer narrative:
Battery tray 4 was returned to the manufacturer for analysis. Analysis found that there was an electrical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Battery tray 2 was returned to the manufacturer for analysis. Analysis found that there was an electrical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned enclosure power conversion resulted in an electrical failure being found through functional testing, vi sual/physical examination, and examination of a similar product. Analysis states that the enclosure power conversion failed bench test. Transistors q28 and q14 failed. If information is provided in the future, a supplemental report will be issued.